Event description:
It was reported that this left ventricular (lv) lead had failed and was found to be fractured inside the header of the cardiac resynchronization therapy defibrillator (crt-d). This lead was replaced. Na additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).